Event description:
It was reported that the pt presented with pain in their hip, when walking and on x-ray, it was discovered that the nail had fractured. It is further reported that the pt was revised sixteen months post primary.

Manufacturer narrative:
Add'l info has been requested and if received will be supplied on a supplemental report.